Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent break was not confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous, 80% stenosed, chronic totally occluded ramus coronary artery. A pilot 150 guide wire was advanced without issue with a 6fr sheath and pre-dilatation was performed with a 2.0x20 mm balloon dilatation catheter (bdc). The 2.25x28 mm xience alpine stent delivery system (sds) was attempted to be advanced; however, the sds could not cross the lesion and it was noted the stent was fractured so it was removed and not used. Another, same size xience alpine stent was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.